Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint ¿ asr revision, revised (B)(6) 2010. Update: (B)(4) ref - (B)(4), see email attached dated 11 nov 2011. Update - added hip side, type of replacement , stem details, amended revision date, querying missing reason for revision. Taken from (B)(4) dated 2nd may 2015 - (B)(6). Left side, xl, revision date : (B)(6) 2010.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
04 nov 2015 - update - correct revision date is 01 march 2010 - as conf in email. - kf 12/11/2015 update 13 nov. 2015: added reasons for revision, pain and alval / soft tissue reaction. Taken from scf and claimsuite update 10 nov. 2015. (Pd 13 nov. 2015)